Manufacturer narrative:
H3: software analysis was performed but there wasn't enough evidence to know the exact root-cause of the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the points traced are not shown accurately on screen. For example, when the surgeon is tracking the nasal bridge, points are shown on the forehead. The entire traced area is shown to be inverted. At times the system fails to display the traced points. The audio feedback is present while tracing and the accuracy matrix also processes the points and shows the value. But there are no points displayed on 3d model. The accuracy is grossly hampered. Even though system shows error of 2mm or lesser; while checking the anatomical landmarks the user finds the error to be unacceptable. There was no impact on patient outcome.